Event description:
It was reported that the devices were used during a laparoscopic gastric bypass roux en y. The devices were leaking. Another insufflator was used to complete the case. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the left ventricular (lv) lead dislodged into the proximal coronary sinus (cs) chronically. The lv lead was removed. Further pt evaluation with venogram indicated pt anatomy too challenging for lead placement. Consequently, the patient underwent a system modification to a non-crt system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results found that the d12lt device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hu8p, expiration date: 09/2014, manufacturing date: 10/2009. The analysis results of the d12lt device (c) found that the device was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the found insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9jn7u, expiration date: 07/2012, manufacturing date: 08/2007. Leak test failed inserting and removing test probe. The analysis results found that the d12lt device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # g9jn7u, expiration date: 02/2015, manufacturing date: 03/2010.